Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported device damaged by another device (caused damage) appears to the reported poor image resolution. The reported poor image resolution was due to transthoracic echocardiogram (tee) conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5. The first clip, a triclip xtw (41009r1060) was inserted and deployed on the tricuspid valve. However, difficulties visualizing the clip occurred. A second triclip xtw (41009r1100) was inserted and advanced to the tricuspid valve. However, difficulties visualizing the clip occurred and while positioning the second clip (41009r1100), the clip interacted with the first clip (41009r1060). The first clip detached from the lateral leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). The second clip was deployed on the tricuspid valve. A third triclip xtw (41009r1103) was inserted, and grasping was performed. However, difficulties visualizing the clip occurred, and the leaflets were unable to be grasped. Therefore, the clip was removed from the patient. No additional clips were implanted, and the tr was reduced to 4. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.